Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device was requested for return but was not available.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 07:16 am, the result from the meter was 3.8 inr. At 07:31 am, the result from the meter was 2.5 inr and was believed to be correct. There was no allegation of an adverse event. The customer was "fine" and continued with the same warfarin dosage. The same finger was used for each fingerstick. The customer was not anemic, not polycythemic, no heparin, no lovenox, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no changes in medications, no illness, no bleeding, and no bruising. The customer's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 45%, donor 2 hct: 50%. Results: donor 1: retention meter with masterlot strips: 2.3 inr, customer meter with masterlot strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.0 inr , customer meter with masterlot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The result of 3.8 inr alleged by the customer was not observed in the meter¿s patient result memory. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.